Event description:
It was reported that the customer experienced difficulty with a touchscreen that was not very responsive, requiring multiple and firmer presses. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.